Event description:
It was reported that, during an arthroscopic procedure, the "coblator ii controller" alarmed. The procedure was successfully completed without delay with a change in the surgical technique using traditional cold instruments. No additional complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the operations service manual found the following warnings and precautions the wand does not activate; an intermittent monotone alarm sounds and a red warning light illuminates. This generally indicates a connection problem. It is possible that the wand is not properly connected to the controller. Check all connections. If the alarm continues to sound when the foot control is depressed, first replace the wand. Return the system for service if the problem continues. A dual tone alarm sounds and a red warning light illuminates when the wand is activated. This is a safety feature of the coblator¿ ii (rf8000e) and may occur if the wand is activated for an extended period of time without contacting tissue. To reset the unit, lift your foot off the foot pedal if the system is connected to the foot control. Make sure that the wand is in good contact with the target tissue, and depress the foot control again. If the alarm continues to sound, first replace the wand. If the problem persists, return the system for service. Visual inspection observed no issues. Functional evaluation revealed the unit does not detected the foot pedal when plugged in. The unit was opened and found an inductor coil loose from its saddle, a cable disconnected from the main board, and corrosion on the floor of the chassis. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device / product did not meet specifications upon release into distribution.

Event description:
It was reported that, during an arthroscopic procedure, the "coblator ii controller" alarmed. The procedure was successfully completed without delay with a change in the surgical technique. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.